Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was not duplicated. The pump was found to encounter a "travel course" error during occlusion testing. After investigation the results indicated a reportable malfunction due to the "travel course" error that occurred during testing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the motor drive components including the leadscrew, clutches, and worm coupling. The pump passed all functional tests and performed as intended after repair.

Event description:
The customer returned the product for the device alarming, and during inspection it was found that the device encountered a "travel course" error during occlusion testing. After investigation the results indicated a reportable malfunction due to the "travel course" error that occurred during testing. The event occurred during setup, and there was no patient involvement.